Event description:
User reported erroneous calcium results for one patient sample from a "kid". Initial result gave 14.5 mg/dl. The physician questioned the result. The sample was repeated on another analyzer same methodology resulting at 8.0 mg/dl. The repeat result of 8.0 mg/dl was reported to the physician who believed the result. Patient was not treated based on the erroneous result reported.

Manufacturer narrative:
The field service rep determined the cause to be due to cotton stuck in cuvette rinse station probe and removed cotton and cleaned rinse station probe. The field service representative performed a cell blank, calibration, controls and precision checks with no further issues.